Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked j2 connector at lcd board. The insulin pump was received with cracked case at display window corners, and minor scratched lcd window.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 250 mg/dl. Customer stated the esc button stopped working and other buttons were working. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.